Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to observe insulin drops exit the infusion set tubing during the fill tubing process. Reportedly, the customer primed the tubing with 40 units of insulin. Customer changed supplies to address the issue. The customer's blood glucose was 300 mg/dl.